Manufacturer narrative:
(B)(4).

Event description:
Bag burst at the bottom. It busted as he (the surgeon) was pulling the bag out of the incision port. Surgeon mentioned he wasn't sure if he cinched it enough.